Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 48mg/dl. Caller states his glucose is normally 90mg/dl - 99mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).